Event description:
Procedure performed: hepatectomy event description: [hospital]. "The clip was not fired." Product is available for return. Additional information was received via email on 28feb2025 from amk territory manager (entered by [name]). "No action was taken when the incident occurred. They couldn't figure it out what model/size trocar was used. The incident initially observed when the first clip or a subsequent clip was loaded. It did not occur again. They could not figur it out if it was properly seated when the clip was loaded and visible between the jaws of the device. They could not figure out if a clip was loaded into the jaws prior to the device's insertion/removal through the trocar. The loaded clip was not manually removed from the jaws, no action was taken. The clip was not removed from the jaws. They could not figure out if the trigger could be easily and completely actuated or there was resiste in trigger actuation." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to d4. Catalog number, lot number, and expiration date correction to d4. Additional unique device identification (UDI) number(s) correction to h4. Device manufacturer date correction to h6. Component code correction to h9. If action reported to FDA under 21 usc 360i(g), list correction/removal reporting number.

Event description:
Procedure performed: hepatectomy event description: [hospital] "the clip was not fired." Product is available for return. Additional information was received via email on 28feb2025 from amk territory manager. "No action was taken when the incident occurred. They couldn't figure it out what model/size trocar was used. The incident initially observed when the first clip or a subsequent clip was loaded. It did not occur again. They could not figur it out if it was properly seated when the clip was loaded and visible between the jaws of the device. They could not figure out if a clip was loaded into the jaws prior to the device's insertion/removal through the trocar. The loaded clip was not manually removed from the jaws, no action was taken. The clip was not removed from the jaws. They could not figure out if the trigger could be easily and completely actuated or there was resiste in trigger actuation." Additional information was received via email & call on 14mar2025 from amk territory manager. "The lot number was reported incorrectly before. The initially reported lot number(1479971) was wrong, and upon verifying the actual product, it was newly confirmed today that the lot number(1515850) is the correct information." Additional information was received via email on 18mar2025 from amk territory manager. "The clip was not loaded into the jaws." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.